Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation by manufacturer: a full inspection of the renegade hi-flo microcatheter confirmed the total length, useable length, tip length, distal trim length, proximal outside diameter, and distal outside diameter were within specifications. A mandrel was inserted into the catheter hub and advanced through the catheter with restriction, becoming stuck 137.4cm from the proximal end. The catheter was cut in an attempt to remove the coil which was returned in the catheter, however when the coil was removed it was found that the coil had been inadvertently cut. The mandrel was inserted into the catheter hub and advanced to find the remaining part of the coil. The coil was covered in blood, and the coil pusher was jammed inside the catheter. The coil was protruding from the distal tip. The catheter was kinked in several sections starting 133cm to distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related. The inner diameter of the renegade hi flo microcatheter is not compatible with the complex helical coil per the dfu.

Event description:
Same case as mfg. # 2134265-2010- 00988. It was reported that during a coil interventional procedure, a catheter was stuck to a guide wire. A coil pusher wire 177cm and a complex helical coil 7mmx10mm were "stuck" in a renegade hiflo catheter. Another renegade hiflo catheter was used, and the v18 200cm poly tip guide wire and another complex helical coil 7mmx10mm were "stuck" in the renegade catheter during the procedure. The procedure was completed with another unspecified device. No patient injuries or complications were reported. The patient status is reported as "stable."

Event description:
Same case as mfg. # 2134265-2010- 00988. It was reported that during a coil interventional procedure, a catheter was stuck to a guide wire. A coil pusher wire 177cm and a complex helical coil 7mmx10mm were "stuck" in a renegade hiflo catheter. Another renegade hiflo catheter was used, and the v18 200cm poly tip guide wire and another complex helical coil 7mmx10mm were "stuck" in the renegade catheter during the procedure. The procedure was completed with another unspecified device. No patient injuries or complications were reported. The patient status is reported as "stable."